Manufacturer narrative:
The report we received from our affiliate indicated that the target lesion was left superficial femoral artery, which was a chronic total occlusion (100% stenosis). The savvy dilatation catheter was delivered to the target lesion, and the balloon was inflated at 6 atmospheres for one minute using an encore indeflator. However during the second inflation at 8 atmospheres, the a balloon leak was observed. The dilatation catheter was withdrawn and inspected, and a balloon pinhole-type leak was noted. There was no information regarding what product(s) was used to complete the procedure; however, it was confirmed that there was no adverse effects to the patient. Patient-specific information was unavailable. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Balloon pinhole leak.